Event description:
Evaluation revealed that the force sensor plate was damaged and the resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this component. The pump was returned to animas. Evaluation revealed that the force sensor plate was damaged and the resistance measurement was out of calibration.